Event description:
The user facility reported that a 77-year-old female patient had a impella cp placed for hemodynamic support while awaiting bypass (CABG) surgery. When the patient was in the ICU for continued monitoring there was a bleed around the reposheath. The team explanted and replaced the pump with a 14fr cook sheath and infused (B)(4) units of blood products. The cp pump had remained on for support of just 6.75 hours.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of access site bleeding was most likely due to a lack of vessel recoil.